Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device #1 may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient "underwent an additional surgery to repair the hernia defect and removed both pieces of old mesh due to chronic inflammation and fluid collection due to the mesh." Medical records were not provided. Additionally, it is unclear at this time if the hernia defect repaired post implant of the mesh, was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and recurrence and inflammation are identified in the adverse reaction section of the instructions-for-use as possible complications. This emdr represents the bard ventralex reference 0010302 lot #huxe0731 (device #1). An additional emdr was submitted to represent the bard ventralex reference 0010303 lot #huvk0149 (device #2). Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2015: the patient underwent surgery for repair of an umbilical hernia. Two bard/davol ventralex hernia patch meshes, lot numbers huxe0731 reference number 0010302 (device #1), and huvk0149 reference number 0010303 (device #2) were implanted to repair the hernia defect. On (B)(6) 2016: the patient underwent an additional surgery to repair the hernia defect and removed both pieces of old mesh due to chronic inflammation and fluid collection due to the mesh. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch.